Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis. The instrument was found to have a loose pitch cable at the proximal end causing an unintuitive motion. The motion exhibited by the instrument was not precise to what was commanded by the master tool manipulators (mtms), as the grip tips moved in the opposite direction. This behavior was observed in the pitch direction indicating a misalignment of the coordinate frames during the engagement sequence. The probable root cause of a loose pitch cable is attributed to a component failure. Loose cables occur due to loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion.

Event description:
Refer to h11 for follow-up information.